Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Head-set does not stick enough. Self-adhesive disconnected from customer's skin. High blood glucose levels of 400 - 500 mg/dl. No adverse event alleged. A request was made for the return of the device.